Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters nc trek rx, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is likely the IFU deviation contributed to the reported event. The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of a heavily calcified proximal left main. Post-dilatation was performed with a 4.0 x 8 mm nc trek balloon dilation catheter (bdc). The balloon was inflated at 18 atmospheres (atms) and ruptured during the second inflation at 30 atms. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.